Event description:
It was reported that a user experienced postprandial hyperglycemia after announcing and eating meals while using an ilet system, with glucose rising to approximately 230 mg/dl before returning to range without manual corrections; the user had previously adjusted target range with an endocrinologist and called to discuss meal timing and potential target range adjustments. Symptoms included hyperglycemia. Outcomes included self-resolution of hyperglycemia without hospitalization, emergency treatment, or alerts. Investigation included phone-based troubleshooting and education regarding meal announcement timing and target settings. Investigation of this case revealed no device alarms or malfunction and suggested a probable mismatch between meal timing/target settings and the automated dosing response. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.